Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to low blood glucose level. Customer had blood glucose level below 20 mg/dl. Customer was not using auto mode. Customer had blood glucose level of 240 mg/dl. Customer stated that the insulin pump passed self test. The insulin pump will not be returned for analysis.